Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with an infusion set, with blood glucose fluctuating between 290 and 310 mg/dl and a documented peak of 345 mg/dl despite two infusion site changes within several hours; the user later confirmed use of an inset 23" 6 mm infusion set. Symptoms included elevated blood glucose for approximately three hours with device alerts above 180 mg/dl for over 90 minutes and no reported acute complications. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no need for assistance. Investigation included troubleshooting and user education by customer support. Investigation of this case revealed no device alarms, no reported device malfunction, and potential site absorption issues discussed with guidance to rotate sites. It was concluded that the event was hyperglycemia with unclear cause, with no evidence of device failure.